Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the transverse colon to treat bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, after the clip was deployed, a sharp rod inside the catheter was exposed, causing mucosal damage to the patient. Another clip was placed to treat the mucosal damage. The procedure was completed with the same original resolution 360 clip. It was reported that the patient had fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of a sharp rod inside the catheter.